Manufacturer narrative:
Dornier attempted to provide pm service on 10/14/2009, prior to the date of the reported incident on (B) (6) 2010, but was denied by the biomed entity.

Event description:
On 02/23/2010, dornier received a copy of a medwatch report filed by (B) (6). (B) (4). The report indicated that a holmium laser did not function as intended. Specifically, that the laser intermittently shut down for no apparent reason. Investigation revealed that (B) (6) medical center contacted dornier customer service on 02/17/2010 to inquire about whether the laser fiber could cause their electrical breaker to trip. Dornier field service engineer (fse) was consulted and advised that the laser fiber could not cause an electrical breaker to trip. The fse advised a dornier service call for troubleshooting. (B) (6) personnel responded that they would have the laser serviced by their third-party service provider.